Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ia leak was discovered and a cuff was placed. The leak was reportedly resolved and the physician stated that the cause of the endoleak was not known. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).